Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 487 mg/dl. Customer experienced diabetic ketoacidosis, hospitalization, high blood glucose levels and they were treated via insulin drip. Customer declined to troubleshoot and instead disconnected from the insulin pump. The insulin pump will not be returned for analysis.